Manufacturer narrative:
This report is related to MFR 04876 (1/2). The evaluation of the event is ongoing. During troubleshooting with olympus technical assistance center, the customer was advised to try using the light source socket cleaning kit socket cleaning adapter on the light source unit. It was also suggested that the customer reseat the light guide cables on both sides. Finally, the customer was advised to swap out the video system center between two towers to test the towers to see if the issue follows the video system center or the light source. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when using the bronchovideoscope with the light source, the light source starts with a live image, then switches to no image and exhibits a b30 or e216 scope communication error. The issue occurred during preparation for use for a diagnostic navigational endobronchial ultrasound bronchoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h3, h6, h11. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer complaint was confirmed. Error code 216 was present. Based on the results of the investigation, it is possible that the abnormal image was caused by dirt on contact terminal of the subject device and scope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.